Event description:
Pt was being transported on a parapac ventilator and the pt coded.

Manufacturer narrative:
Method: we have made multiple attempts to have the ventilator returned to us to be evaluated but it has not yet been returned to us. We have received very little info to date. According to the initial report received by the sales rep, a pt coded while being transported on a parapac ventilator. In a phone conversation with the medical director of the hospital "equipment did not cause the incident." Director also stated that there was, "lack of judgement by the therapist." Based on this info received thus far, we believe the incident was the result of user error. We will continue to try to obtain more info as to specifically what occurred and to have the ventilator returned to us to be evaluated.